Event description:
It is reported that patient underwent a revision due to pain and stem aseptic loosening.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: the component compatibility is unknown. Neither operative notes nor x-rays have been returned for review. The component fit and orientation is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. With the information provided, a root cause analysis cannot be performed. Evaluation codes: manufacturing documentation cannot be retrieved and reviewed and a complaint history search of the manufacturing lot cannot be performed. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.